Manufacturer narrative:
The reported event of could not untighten the ventricle setscrew to remove the lead from the header was confirmed. Analysis revealed the v-setscrew had been stripped by the user/physician preventing it from being untightened in the hospital. The setscrew was found fully stripped due to incorrect wrench insertion by the user/physician. In lab analysis the setscrew was untightened with special tools that would engage the stripped inset. With the setscrew untightened the stuck lead could be removed out of the connector with normal force. The stripped setscrew was the result of incorrect wrench insertions into the setscrew by the physician.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right ventricle (rv) lead exhibited high capture threshold and high pacing impedance. The physician decided to reposition the rv lead; however, the lead was found to be stuck in the device header due to the inability to loosen the set screw. As a result, both the pacemaker and rv lead were explanted and replaced. The patient was in stable condition.